Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had the plastic at the distal tip under the jaws appearing melted. There were no reports of patient involvement or injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage was identified in sterile processing prior to processing. The reporter confirmed that the instrument was inspected for damage prior to re-sterilizing instrument arms. The reporter does not believe there was anything out of the ordinary noticed in the case by the or team or the surgeon, since the damage was not communicated until the instrument was inspected by sterile processing after the procedure. The reporter does not have a photo or video evidence since the instrument has already been returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley. The instrument passed the electrical continuity test.